Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker exhibited a low voltage alert and showed the remaining longevity of less than three months until explant battery status. Ther device was implanted in (B)(6) 2023. The clinician reported the power consumption was at 552uw and indicated 1,294% of normal. Engineering reviewed the available data and confirmed the power consumption had jumped above 600um early in (B)(6) 2023. The lead diagnostics were normal. The device was depleting prematurely. Technical services recommended admitting the patient and considering an immediate device replacement. No adverse patient effects were reported. It was later reported that the physician scheduled the device replacement procedure for within three weeks. The device was explanted and replaced as planned. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis. This device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination identified no anomalies. Functional testing was undertaken and the device did not perform as expected. The device case was removed to facilitate inspection and testing of the internal components. High powered visual inspection found that the battery insulation liner did not completely insulate the battery, resulting in the battery case making contact with the device case. This resulted in the high energy consumption and premature battery depletion observed clinically.

Event description:
It was reported that this pacemaker exhibited a low voltage alert and showed the remaining longevity of less than three months until explant battery status. Ther device was implanted in (B)(6) 2023. The clinician reported the power consumption was at 552uw and indicated 1,294% of normal. Engineering reviewed the available data and confirmed the power consumption had jumped above 600um early in (B)(6) 2023. The lead diagnostics were normal. The device was depleting prematurely. Technical services recommended admitting the patient and considering an immediate device replacement. No adverse patient effects were reported. It was later reported that the physician scheduled the device replacement procedure for within three weeks. The device was explanted and replaced as planned. No additional adverse patient effects were reported. The explanted device was returned for analysis.

Event description:
It was reported that this pacemaker exhibited a low voltage alert and showed the remaining longevity of less than three months until explant battery status. Ther device was implanted in (B)(6) 2023. The clinician reported the power consumption was at 552uw and indicated 1,294% of normal. Engineering reviewed the available data and confirmed the power consumption had jumped above 600um early in (B)(6) 2023. The lead diagnostics were normal. The device was depleting prematurely. Technical services recommended admitting the patient and considering an immediate device replacement. No adverse patient effects were reported. It was later reported that the physician scheduled the device replacement procedure for within three weeks.

Manufacturer narrative:
This report will be updated when additional information is received.